Manufacturer narrative:
The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from another company's sales representative that a procedure to implant a boston scientific df4 model right ventricular (rv) lead with a competitor's implantable cardioverter defibrillator (ICD) was prolonged because the lead was difficult to insert into the header of the device. The lead was flexible at the terminal pin area and stronger force was required to push the lead into the header. Despite efforts, the lead was not able to be fully inserted into the competitor's device, so a boston scientific ICD was implanted instead. No adverse patient effects were reported.